Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Alcon lensx (site #(B)(4)) is no longer operational. Lensx manufactured products are maintained and investigated by the alcon research, ltd. Irvine technology center site #(B)(4)). The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported that the cuts are not accurate.

Manufacturer narrative:
A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company service representative examined the system and replicated a nonconformity in the flap cut. To resolve the issue, the company service representative aligned the pockets cell for the cavity and the energy section, cleaned and adjusted the galvos, optimized the delivery system, performed zyx calibration, and aligned the laser. Unrelated to the reported event, the preventive maintenance (pm) was completed. The system was then tested and met all product specifications. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to wear/reliability of the system. Although multiple actions were taken related to wear/reliability in response to the customer reported event, it is inconclusive which specific action(s) addressed the root cause of the customer reported event of cuts not being accurate. The manufacturer internal reference number is: (B)(4).